Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4). This medwatch report is related to MDR 2122870-2013-00984.

Event description:
The customer reported wash carousel motion errors entering the not ready state while operating the unicel dxc 600i synchron access clinical system used in conjunction with the access reaction vessels. This report is one of two referencing the event date noted. The customer was able to home the reaction vessel (rv) shuttle and rake, then move the incubator belt freely. The customer then initialized the instrument to ready mode without any errors. An internal investigation has determined this lot of reaction vessels (rvs) may cause the error due to a new resin that was implemented in the manufacturing of the rvs. There was no report of impact to patient results. Since the instrument entered the not ready state, any assays on board would not be analyzed. There was no patient impact associated with this event. Beckman coulter replaced the customer¿s affected lot of reaction vessels with a new lot without the new resin. The customer indicated no further issues.